Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely the image sensor unit may be damaged (broken wire, etc.) Due to usage stress, external factors, or handling, or the components mounted on the electrical board (ic chip, capacitor, etc.) May be malfunctioning. The inspection method for the event is described as follows in the instructions for use (IFU) "chapter 3 preparation and inspection 3.8 inspection of combined functions with related equipment" as follows. [Inspection of endoscopic images] check whether normal light observation images and nbi observation images appear normally. 1. Before inspection, wipe the endoscope lens with sterile gauze moistened with saline or sterile water. 2. Observe the palm etc. Using normal light observation images and nbi observation images. 3. Make sure the lighting is on. 4. Adjust the light intensity to get the appropriate brightness. 5. Confirm that there are no abnormalities such as noise, blur, or cloudiness in normal light observation images and nbi observation images. 6. Operate the endoscope's angle lever to bend the curved part. 7. Confirm that no abnormalities occur, such as normal light observation images and nbi observation images momentarily disappearing." Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the flex deflectable videoscope has a defective image/poor output. This issue occurred during inspection for use in an unspecified therapeutic procedure. The procedure was completed using a similar device. There was no harm to the patient.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Corrected data: g3 (upon further review, it was determined that the correct date received by manufacturer related to the initial report is august 21, 2023)